Event description:
It was necessary to interrupt the procedure, resulting in additional exposure of anesthesia for the patient.

Manufacturer narrative:
The product was not returned to the manufacturer for investigation. If further information is obtained, a follow up report will be complete.